Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. Correction to h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this neurostimulator occasionally feels that their toes stiffen at night. The patient believed that it could have been because of the device. The patient also reported occasional pain in their left buttock. The patient refused to adjust their stimulation to assess further. The patient was taking medication and stated that their symptoms had improved. The patient mentioned possibly wanting their device removed in the future. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator occasionally feels that their toes stiffen at night. The patient believed that it could have been because of the device. The patient also reported occasional pain in their left buttock. The patient refused to adjust their stimulation to assess further. The patient was taking medication and stated that their symptoms had improved. The patient mentioned possibly wanting their device removed in the future. There were no additional patient complications.